Event description:
It was reported that during use the cardiosave intra aortic balloon pump (iabp) had not booting and making high pitched squealing/ screeching noises. There was patient involved however, no adverse event reported. Customer calls from the ccl stating that they have attempted to turn on 2 separate cardiosave iabp¿s in the cardiac cath lab and both have not booted and are making high pitched squealing/screeching noises. The customer was asked if they are currently plugged into an ac outlet and if they had been plugged in during storage. But she states she did not think they were stored plugged into an ac outlet but states they are now both plugged in currently. All attempts and powering them on have failed. Customer states they are retrieving a cs300 for use from another unit currently. She takes the direct number to call for assistance when the cs300 arrives. She does not call back and reach out via text for information. She states at 12:52pm that the cs300 is working fine, they are in the middle of the ccl case, and she will get me pump information afterwards. About 20 minutes later customer texts that the pumps sn# information for both pumps. At that time, she states that she can power up both cardiosaves without any issues and no alarms or errors are noted during the self-tests. She states that both batteries on both pumps are now showing as fully charged. She states the patient is hemodynamically stable and therapy remains on the cs300. Customer thanked for the assistance.

Manufacturer narrative:
Updated fields - b4, b5, g1 (contact person ¿ mfg site), g3, g6, h2, h3 , h6 (type of investigation, investigation findings, investigation conclusions), h11. 3 requests, the customer has not provided hcpo. Closing case. No further information is available complaint will be closed and in the event new information was to become available, this record will be reopened and updated.

Event description:
It was reported that during use cardiosave intra aortic balloon pump (iabp) had power up failure and noise related malfunction. Then another cardiosave pump was used but it also did not power up and made a high pitch noise. The cs300 intra aortic balloon pump was used from other unit to continue the therapy. There was no harm reported to the patient. Later the two cardiosave pumps were able to power up without any issues and there were no alarms or errors noted during self test and battery was full charged.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated field- b4, g3, g6, h2, h11. Corrected field- d10.